Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with naked eye and no issues were noted. Functional testing including leak, clear passage testing were performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the seal between the homechoice cassette chamber was broken. This was observed during after use of peritoneal dialysis therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.